Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, when the right ventricular (rv) lead was connected to the device, noise was noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.